Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported while using bd vacutainer® acd solution a blood collection tubes, an unspecified number of tubes broke when placing a non-bd stopper into the tube. There was no health impact or consequences reported.